Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose in the morning while using the ilet with a g7 cgm, which was confirmed by a fingerstick value of 33 mg/dl; the patient treated with oral carbohydrates, and no precipitating factors such as recent high glucose, exercise, medication changes, cgm target changes, weight changes, bg run mode, or time/date changes were identified. Symptoms included hypoglycemia. Outcomes included the need for treatment with oral glucose. Investigation included troubleshooting and education with verification of recent device use parameters, insulin type, tubing fill timing, disconnection status during fill, meal announcement details, calibration status, and recent settings changes. Investigation of this case revealed no device malfunction or configuration factors to explain the event, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.